Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) started to emit beeping tones. Upon device interrogation, a fault code was displayed indicating the voltage was too low for remaining capacity. A device replacement was scheduled for the next week. A download of the device memory was then performed which confirmed the low voltage fault. The battery voltage had been falling at an unanticipated rate for nearly one year. Engineers calculated based on the estimated rate of battery depletion and the highest current used, the device should not deplete to a no-pacing output condition prior to the scheduled replacement, assuming no great change in the device's condition. The device was subsequently explanted and replaced one week later. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned. When the device is returned it will be thoroughly analyzed and this report will be updated upon completion from analysis. Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed three low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.